Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
An increase in trans-membrane pressure (tmt) was noticed during use and a clot was found in the set. The set was replaced. (B)(4).